Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient was implanted with a philos plate with actifuse placed more distal on the humerus. A follow-up x-ray taken at six weeks post implant showed four screws from the head of the plate had all come out and were noted to be stuck in the actifuse placed more distal and medial than the plate. The patient was returned to the operating room and the plate and screws were removed. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation show that the relevant dimensions were checked and no deviation was found. The thread flanks were inspected with a microscope and it was found that they have normal usage marks as a result from screw actions. No manufacturing related fault could be detected. The results of the additional evaluation are as follows: a pd evaluation and as well a manufacturing evaluation of the plate were performed. Neither a design related nor a manufacturing related issue could be detected. This plate was manufactured in august 2012 with a lot size of 20 pieces and we are not aware of any other complaint for this article- and lot number. Pd did discuss this case directly with the surgeon based on the attached case presentation of the surgeon. But it was not possible to define a root cause for this event. No investigation report will be created as the surgeon was satisfied with this discussion. Corrected data: number of x-rays corrected.

Manufacturer narrative:
(B)(4). The exact implant date is unknown. The issue was discovered at the 6 week review of the case and the implant was removed from the patient 2 weeks later on the (B)(6). Working back 8 weeks from the (B)(6) it would have been implanted around the second week of (B)(6). Explant ¿ (B)(6) 2013. Patient data is unknown. X-ray originally reported initial medwatch.